Manufacturer narrative:
Exact date unknown, event occurred based on explant date of (B)(6) 2015. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 13832444/13845577.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted devices were not returned to bsn as they were discarded by the medical facility. No further information has been obtained despite good faith efforts.